Manufacturer narrative:
Beginning (B)(6) 2002, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 02/16/1996 and was last repaired on 04/06/2001 for a non-related issue. Evaluation of the device observed that the thickness control lever was very difficult to turn. A torque test was performed and revealed that the torque was outside of specification. It was also observed that the hose, head, width plates and control bar were damaged. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the thickness control lever on the zimmer air dermatome not working. Add'l clinical follow up with the customer indicated that the issue was found during sterile processing and there was no pt involvement.